Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to sui/pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, neuromuscular problems and other unspecified issues. On (B)(6) 2010 the patient underwent a mesh revision due to sui.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and mesh were implanted; and on (B)(6) 2010 miniarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 8/6/2019.